Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing low blood glucose for about two months. The customer stated that carelink is telling him there is a problem with the data again and he is trying to create a report. He said that he is having issues doing so. During low blood glucose troubleshooting, the customer said that his blood glucose ranged from 70 mg/dl to 30 mg/dl. The customer's blood glucose was 57 mg/dl at the time of call and he said that he treated with juice and cookies about 30 minutes prior. While on the phone, the customer checked his blood glucose and it was 82 mg/dl. He was advised to check the status screen and to then visually examine the reservoir. He stated that his reservoir showed more insulin than what was shown on the status screen. The customer was advised that the positioning of the motor may have shifted and he was advised to always complete rewind/load reservoir process before connecting back to set. He said that he was experiencing issues with highs and that his basal rates had been readjusted to take care of that issue. However, he said that the low blood glucose began sporadically after that. The customer¿s doctor gave him some numbers to try for three days and instructed customer of what to do after the fact. The customer stated that the reservoir was discarded. The reservoir will not be returned for analysis.